Manufacturer narrative:
Visual evaluation of the returned device found the tip was intact and basket wires were not deformed. The side car-rx was found torn at the distal end and presented pushback out of specification. The wire basket/wire assembly was found detached from the coil and handle assemblies. Further evaluation found the pull wire kinked in several locations and broken from the distal end of the handle cannula. Both ends of the fractured pullwire were necked down indicating that the pullwire was subjected to tension. During the procedure, manipulation of the device and interaction with the scope or other devices could have contributed to the failures found. It cannot be determined precisely how the pull wire failed. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device.  Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot.  A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid ¿ rx in an attempt to crush the stone. However, the pullwire broke leaving stone trapped inside the basket. Handle was removed and a single wire was left hanging out of the working channel. A sohendra lithotripsy system was used to disengage the tip but was not successful. A hurricane dilation balloon was then inserted into the common bile duct. The balloon was dilated and managed to push the stone out the basket. A spyglass/ehl was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine."

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid ¿ rx in an attempt to crush the stone. However, the pullwire broke leaving stone trapped inside the basket. Handle was removed and a single wire was left hanging out of the working channel. A sohendra lithotripsy system was used to disengage the tip but was not successful. A hurricane dilation balloon was then inserted into the common bile duct. The balloon was dilated and managed to push the stone out the basket. A spyglass/ehl was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine".